Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2a26f); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient called to inquire about MRI compatibility. Patient services reviewed MRI guidelines with the patient and the patient stated they needed an MRI of their head and neck but they couldn't get it because their handset wasn't working. The patient further clarified that by "handset not working," they meant they were unable to communicate with the ins. Patient stated they were currently in the hospital and that the hospital had their own programmer to try but they were also unable to connect. Patient stated it was at least a year ago that they hadn't been able to communicate with their implanted neurostimulator and they didn't know what the exact issue was. Patient services offered to troubleshoot the issue however the patient didn't have their programmer with them at the time of the call. Patient stated they would try to get someone to get it for them and their house and that they would call back at a later time to troubleshoot. Patient services reviewed the potential of the internal battery being depleted and also redirected the patient to reach out to their health care provider (hcp) about the issue if the troubleshooting did not resolve the issue. Patient could not remember the stimulation level they had been at previously but guessed it was at 7.0 v. Patient stated they could be entirely about the stimulation level however. Patient to call back when they have their handset and communicator to trouble shoot and potentially activate MRI mode. Pt called back from phone number on file with external equipment. Pt had 2 sets of communicators/handsets. Pt tried first set (communicator 1 and handset) and missing implant information came up. Pt tried second set of equipment (communicator 2) and full body MRI eligibility the patient reported they had an MRI of the abdomen yesterday and now they turned stimulation back on again but they increase amplitude to 8.5 on all programs and do not feel stimulation sensation. Ps asked if these issues only occurred following the MRI yesterday and patient indicated that they have been having problems trying to get it to work many times before this but they had their communicators mixed up (see also related case). Pt denied any falls or traumas but stated that there is a wire they can feel going from the ins that is sticking out from under the skin that was not there before and the doctor told the patient it was from the interstim. Recommended patient follow up with managing hcp for device check.